Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, missing segments, cracked and bleeding lcd glass was noted. Unable to complete a self test or obtained software due to multiple lines across screen. In this condition, multiple traces on the lcd glass between the lcd controller and the lcd image had been broken, preventing certain horizontal or vertical lines of information from displaying. Unit also received with cracked and bleeding lcd glass. The following cosmetic damages were noted: cracked keypad overlay, keypad overlay texture damage, label damage (faded) and scratched case. In conclusion customer allegations were confirm during visual inspection when multiple lines across screen were noted due to broken traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.